Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device does not start. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. It has been over ten (10) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, although the root cause could not be identified, there is a possibility that the power cannot be turned on due to an electric overload such as lightning or static electricity or due to a failure of the power supply board (g1 board) caused by moisture absorption degradation. It was confirmed that the terminals of the mounted components on the g1 board inside were burned and broken. Olympus will continue to monitor field performance for this device.